Event description:
Customer reported the system would not boot properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a fuse and cleaned power supply contacts. System operates as intended.